Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Caller ended the call prior to the request for return of suspect device. Caller did not provide name or mailing address. Replacement cannot be sent.

Manufacturer narrative:
Will not be returned to manufacturer.